Event description:
Implant date 2004. Surgeon performed an anterior cervical disectomy fusion using allograft tissue and an anterior cervical plate as well as infuse bone graft. No report that the device was used with the lt-cage device component. Three days post-op, the pt had swelling which was enough that the surgeon re-operated to decompress and found edematous tissue.